Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that they never really finished setting up the programs with a manufacturer representative (rep) and only complete program a. It was noted that they did not finish setting up the programming because they wanted to let the patient¿s implant heal first. The patient was having some issues with the original setup and would like to meet with a rep to finish all the programming. When he turned the device up, the patient would get a vibration in his right hip that was very uncomfortable. These issues were discovered in (B)(6) 2019. In the end, local reps were notified of the issues. Additional information was received from the patient. It was reported that a rep was supposed to meet with the patient. Reps stated they reached out to the patient multiple times. The rep spoke with the patient on the morning of (B)(6) 2019 and the patient said someone was messing with his device remotely and he never had programs b and c before, but he did now. The rep advised the patient that it was not possible to remotely control/change the device and that possibly the last time he was seen it was programmed and not explained to him. The rep was meeting with the patient on (B)(6) 2019. The patient noticed on (B)(6) 2019 that his device was "being messed with". The rep said the patient was "disturbed". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-oct-25. It was reported that the patient was seen on (B)(6) 2019 and it was noted that the issues were resolved. The cause of the groups issue was unknown. There were no further complications reported or anticipated.